Manufacturer narrative:
Explant approximately 3 years and 2 months post-implant due to valve malfunction was reported. The valve was returned to abbott for investigation. Cusp 1 was noted to be torn with degenerative changes. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported valve malfunction is likely a cascading effect of the leaflet tear. However, the cause of the leaflet tear could not be conclusively determined. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. The degenerative changes noted to the tissue at the cusp could have contributed to the leaflet tear; however, this cannot be confirmed. The reported surgical intervention and hospitalization were results of case-specific circumstances as the patient was admitted and the device was explanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, the patient had a aortic valve replacement (avr) with a 27mm non-abbott valve and mitral valve replacement with a 33mm epic valve. On (B)(6) 2025, the patient needed a redo due to malfunction on echocardiogram (echo).